Manufacturer narrative:
Complaint conclusion: as reported, it was confirmed that premature implantation of the plug of the 6f exoseal vascular closure device (vcd) had occurred. The physician commented that they might have depressed the deployment button. The procedure was completed with a new device. This issue was confirmed during the preparation and the device was not used for the procedure. The device was not returned for analysis. A product history record (phr) review of lot 17818130 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿vascular closure device (vcd) deployment difficulty - premature deployment¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, handling factors may have contributed to the premature deployment as the physician reported that the button may have been depressed. According to the instructions for use, which is not intended as a mitigation, ¿select the corresponding french size vcd based on the existing sheath introducer french size. Remove the exoseal vcd from the sterile packaging using aseptic technique. Examine the device for any damage. Verify the presence of all components. Hold the exoseal vcd in the right hand and position the left hand on the patient at the insertion site holding the vascular sheath introducer hub. Using the left hand¿s thumb and index finger insert the distal end of the delivery shaft into the vascular sheath introducer while continuing to hold the vascular sheath introducer hub using the right hand to support and guide the exoseal vcd.¿ neither the phr nor the information available for review suggest a design or manufacturing related cause for the issue experienced. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, it was confirmed that premature implantation of the plug of the 6f exoseal vascular closure device (vcd) had occurred. The physician commented that they might have depressed the deployment button. The procedure was completed with a new device. This issue was confirmed during the preparation and the device was not used for the procedure.